Manufacturer narrative:
The insulin pump passed the rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, and the displacement test. No unexpected insulin flow blocked alarm noted during testing. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that insulin pump alarmed for insulin flow blocked. Customer¿s blood glucose was 227 mg/dl. Customer stated that they tried all the remedies and tried to bolus himself but insulin flow blocked alarm came up again. Customer was advised to revert to back up plan. Insulin pump will be returned for analysis.